Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument clip will not engage. The user completed the procedure with no further issue reported. The procedure was complete with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and placed and driven on an in house system. The instrument passed the recognition, engagement and clip tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The complaint regarding the clip will not engage was not confirmed by failure analysis.